Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since implant, the patient has noticed that charging the ins takes longer sometimes even though recharge quality was/is excellent. No symptoms were reported. It was confirmed that the controller was charged up before charging the ins. Since the patient had recharged the ins earlier in the day, troubleshooting for recharging was not performed at the time of the report. It was reviewed that the length of time it takes to recharge the ins can be dependent on how much charge is in the ins when they start charging. It was suggested that the patient contact patient services when they start another ins recharge session so troubleshooting can be performed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported there were not any circumstances/factors that may have led to or caused the recharging to take longer sometimes. They have not yet been able to determine the reason why this was occurring. They noted that on the day they completed the follow up letter, they had the recharger on for 1.5 hours with excellent coupling and it was still at 30%. The issue was reported to not be resolved yet, but they did not provide any additional steps they were going to take to address/resolve this issue. No further complications were reported or anticipated.